Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken extension leg was confirmed but the cause remains unknown. The sample returned for evaluation was two photographs of a 23cm equistream split-tip catheter. Usage residues were observed throughout the photographed sample. The catheter was observed to be clamped with hemostats just below the bifurcation. The venous extension leg had a complete circumferential break proximal to the bifurcation, with the proximal portion of the extension not contained in the photograph. The fracture edges appeared to be sharply defined as viewed in the photographs. The overall orientation of the break was angled. No other distinguishing features of the break could be discerned from the returned photograph. It is possible the extension leg came into contact with a sharp instrument. Further evaluation will be performed if/when the physical sample is returned. No further action is required at this time because the complainant event could not be related to a deficiency in product manufacture or while used under correct product use. A lot history review (lhr) of rezh0308 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that a patient had the arterial lumen of their equistream cvc shear off above the clamp. (Just below where the 2 lumens join into the hub of the cvc). (B)(6) 2016 -additional information received from dr. (B)(6) the nephrologist of the patients: "so the patient noticed a leak in the dressing of the pc line when he woke up. Then he went to remove the dressing and this is when a gush of blood came from the line. I don't believe he actually successfully removed the dressing, he just placed a towel over the entire line and called ehs. While in ER, the ER doc noticed the cracked line, put a clamp on it. (I'm not sure when the venous port actually snapped off). When I arrived, the venous port had a jagged edge. And I just pulled out the line. The line was disposed."